Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The was reported, that while sleeping, the patient's infusion set came apart at the connector. The blood glucose, at the time of this event was 296 mg/dl. There was no damage reported when the package was first opened. No further information available.